Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter the device irrigation stopped. During preparation the catheter was flushed and connected to the continuous irrigation line, and irrigation was confirmed at that time before the catheter was set aside. When they went to insert the catheter into the patient the clamp for the flush line was removed and it was found that irrigation was no longer possible. They attempted to manually flush the catheter but were unsuccessful. The catheter was replaced with another farawave catheter, and the procedure was successfully completed. No patient complications were reported as a result of the event. The catheter is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The returned farawave catheter was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. No problem was detected with the returned device that could have caused or contributed to the irrigation issues seen in the field, nor were any other types of defects identified during the investigation. Ultimately it was determined there was no problem detected with the returned catheter.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter the device irrigation stopped. During preparation the catheter was flushed and connected to the continuous irrigation line, and irrigation was confirmed at that time before the catheter was set aside. When they went to insert the catheter into the patient the clamp for the flush line was removed and it was found that irrigation was no longer possible. They attempted to manually flush the catheter but were unsuccessful. The catheter was replaced with another farawave catheter, and the procedure was successfully completed. No patient complications were reported as a result of the event. The catheter has been received for analysis.